Event description:
It was reported that when using the bd pyxis¿ es server, the patient was showing in wrong unit. The customer stated that this malfunction caused the user to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing in wrong unit. A technical support specialist (tss) accessed the application server through secure link and reviewed the patient profile in the pyxis enterprise server, identifying a mismatch between the patient location in the system and the host system. The tss escalated the issue to the interface team for further investigation of health level seven messages and requested validation of admission and update message details received on the server. The tss reviewed the provided message data and confirmed discrepancies in unit and room updates across multiple messages, noting that the most recent update reflected a different unit and room than earlier entries. The tss coordinated with the interface team to verify message processing and confirmed that the central communication engine processed the messages correctly based on the received data. The tss advised that incorrect location updates originated from upstream systems and recommended resending admission, discharge, and transfer messages with accurate unit and room details. The tss continued coordination with stakeholders, including follow-ups on message resubmission and reassignment for continued monitoring. The tss confirmed that after the corrected update was received, the patient appeared in the correct unit and room, and the case was marked as complete. The system functioned as intended after technical support specialist troubleshot the device.